Manufacturer narrative:
(B)(4). Cuvette lot number: m1p3c480. Method: actual device not evaluated. Process eval was performed. No ncmrs identified for this instrument. Results: no results available since no eval performed. Conclusions: unable to confirm complaint.

Event description:
Patient 4 of 6. Healthcare professional reports results lower than reference with the protime microcoagulation system. Patient 4 generated 0.8 inr with protime and the lab result was 2.74 inr. Pt treatment was based on the lab result. Pt's therapeutic range: 2.0-3.0 inr. No adverse event(s) reported.